Manufacturer narrative:
The actual device is in the process of being returned for evaluation. The device history record for the reported lot number, 0202601217, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 24-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: 550 ml, flow rate: 8ml/hr, procedure: knee replacement, cathplace: right leg. A report was received stated the patient had surgery on(B)(6) and experienced ringing in the ears. Additional information received 04-apr-2017 stated the patient experienced the ringing in his ears right after he woke up from surgery. When the patient was discharged home the same day he still had ringing in his ears. At this the patient still has ringing in his ears but noted it was not as bad as before. The patient believes the infusion started around 08:30am on the day of surgery. The pump was completed post-operative day three. The pump was empty on post-operative day three. The patient did not know what time the pump was completed. The therefore removed the catheter and discontinued the pump when it was completed. The patient states the physician instructed him the pump would last about 3-days. Patient carried the on-q pump in the black bag around his neck and shoulder area. The patient did note that the pump was under blankets during the post-operative recovery period. When the patient was at home, he stated that the pump was under blankets at times. He also stated that he may have laid on the pump while he fell asleep. He was unsure. No additional information was provided.